Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17758524, description: next generation anchor kit-sterile. The devices were not returned to bsn.

Event description:
A report was received that during the finishing part of the patient's permanent implant, it was noted that the patient lost motor sensory in the lower extremities through the monitoring system. The lead was removed and the patient regained feeling in the legs. The physician decided to remove everything because it was too much pressure on the spinal cord.